Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were undefined impedance measurements on both the ra and the rv leads. Also, the rv lead was reprogrammed and a revision will be planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had a confirmed fracture. It was also reported that the patient's right ventricular (rv) lead had a possible fracture. The ra lead was programmed off and both leads remain in use. No patient complications have been reported as a result of this event.